Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is (B)(4).

Event description:
A technician reported an incomplete corneal flap bed cut during a lasik procedure of the left eye. Reporter indicated poor suction occurred after the laser had fired. The patient was moved to a different laser and the flap was completed with no reported harm to the patient.